Manufacturer narrative:
Original description of event: as reported, during bench top testing of another manufacturer's thrombectomy device, a flexor high-flex ansel guiding sheath delaminated. The thrombectomy device was passed through the complaint sheath, which was inside a silicone arterial tracking model simulating up-and-over access within the iliac arch. The simulation was performed in a body-temperature water bath. The thrombectomy device was tracked through the sheath, over an unknown wire guide, a total of four times, three times with one device and one time using a second thrombectomy device. Resistance was reported each time when crossing over the arch; however, the device passed each time. On the fourth attempt, or the first attempt with the second thrombectomy device, part of the inner lining of the complaint device delaminated and came out of the tip of the sheath. The sheath was replaced with a new device of the same type and the testing was performed without further difficulty. There was nothing of note on the thrombectomy devices upon examination, per the reporter. This device was not used in a healthcare facility and did not make contact with any patient. Investigation ¿ evaluation: a review of the instructions for use, quality control, and manufacturing instructions was conducted during the investigation. A visual inspection of the complaint device was also performed. Inspection of the complaint device confirmed that one kcfw-8.0-35-55-rb-hfanl1-hc was returned. The inner tnrt lining was also returned. The product was noted to be wet upon return. There was no visible damage to the sheath. An endoscope was used to examine the inner lumen of the sheath. There was missing tnrt liner, confirming the reported delamination. No other issues were identified during the analysis. A document-based investigation evaluation was performed. As the lot number for the device was unknown, a device history record review could not be performed. Cook reviewed the detection measures in place regarding this failure mode, including incoming quality control inspections on the sheath tubing as well as final quality control inspections on the finished device. The filament delamination on the complaint device is consistent with an ongoing nonconformance investigation. The product IFU states: ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ the IFU also instructs the user: ¿do not attempt to heat or reshape the device.¿ a CAPA has been initiated to address this failure mode. A process deviation was put in place to inspect 100% of flexor devices for this failure; however, as the lot number is unknown, it cannot be confirmed when the lot was manufactured. Based on the results of the investigation and inspection of the complaint device, cook has determined that this event can be traced to manufacturing. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = non-healthcare professional. Research engineer. PMA/510(k) number = pre-amendment this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during bench top testing of another manufacturer's thrombectomy device, a flexor high-flex ansel guiding sheath delaminated. The thrombectomy device was passed through the complaint sheath, which was inside a silicone arterial tracking model simulating up-and-over access within the iliac arch. The simulation was performed in a body-temperature water bath. The thrombectomy device was tracked through the sheath, over an unknown wire guide, a total of four times, three times with one device and one time using a second thrombectomy device. Resistance was reported each time when crossing over the arch; however the device passed each time. On the fourth attempt, or the first attempt with the second thrombectomy device, part of the inner lining of the complaint device delaminated and came out of the tip of the sheath. The sheath was replaced with a new device of the same type and the testing was performed without further difficulty. There was nothing of note on the thrombectomy devices upon examination, per the reporter. This device was not used in a healthcare facility and did not make contact with any patient.